Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The complaint is classified based upon info the pt/layperson gave to the customer care advocate, cca, in 2008. The pt alleged that on a date not recalled approx two weeks earlier his one touch ultra meter began prompting ER 2, which indicates either a used test strip was inserted or something is wrong with the meter. On previous month at 11 pm, he went to an ER when he became dizzy,reportedly a symptom he has when hyperglycemic. At the ER, where his blood glucose on the ER meter was "376" mg/dl, he was treated with insulin. The cca was unable to resolve the issue and replaced all products. The complaint classified as an adverse event because the pt allegedly was unable to monitor his blood glucose and later was treated with insulin in the ER.